Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. It was also reported that there was moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: a review of the pump¿s black box revealed pump reboots after ¿replace battery alarms¿ and after cs054, cs052 and cs078 alarms. The battery compartment was found to be cracked. There was no corrosion observed inside the battery compartment. There was moisture observed behind the display lens. The battery cap was not returned with the pump. A new test battery cap was able to carefully attach to the ump and was used to complete a 24 hour duration exam. There were no power interruptions duplicated during this time. There was internal moisture damage found on the keypad connector and other internal components. Unrelated to the original complaint, the audio bolus button cover was torn but still operable. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).